Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a consumer experienced implantable neurostimulator (ins) dislodgement. Consequences of the event were noted as hospitalization and device repositioning. There were no further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicates two different implant dates, (B)(6) 2004 and (B)(6) 2010, and it is unclear which one is applicable to the event.